Manufacturer narrative:
Product complaint (B)(4). Additional information was requested, and the following was obtained: what were the indications for surgery? Elderly gentleman had a right hepatic mass. Please provide a timeline of events. The sales rep does not have any additional information to provide in regards to the timeline. What was the exact vessel stapler was used on? Was the vessel skeletonized prior to firing? The right hepatic vein, and it was skeletonized prior to firing. What was the estimated width of vessel? Unknown can it be confirmed that the entire width of compressed vessel was proximal to cut line? Yes. Can it be confirmed that there was no extraneous tissue within jaws distal to cut line? Yes. Were the tips of device visible during firing? Yes. Were any staple formation issues noted? After the surgeon fired and released the stapler they stated that there was no formation of staples.

Manufacturer narrative:
Product complaint # (B)(4). Date sent: 3/23/2020. Additional information received: this was an open case and so she could not see the tissue, resulting staple line or the device during the firing at issue. Prior to the device firing at issue, the device was successfully fired multiple times during the procedure on other vessels with no issues. At the time of this firing, no difficulties were noted, the device was handed off to the scrub tech who unloaded and set the device aside and the surgeon continued the procedure. Approximately a minute later, the surgeon noted bleeding and the patient began to code. The surgeon called for anesthesia and called a code so the sales representative left the or at that time so as not to impede treatment.

Manufacturer narrative:
Product complaint # (B)(4). Batch # (B)(4). Investigation summary: the analysis found that one (B)(4) device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What were the indications for surgery? Please provide a timeline of events. What was the exact vessel stapler was used on? Was the vessel skeletonized prior to firing? What was the estimated width of vessel? Can it be confirmed that the entire width of compressed vessel was proximal to cut line? Can it be confirmed that there was no extraneous tissue within jaws distal to cut line? Were the tips of device visible during firing? Were any staple formation issues noted?

Event description:
It was reported that the doctor was performing a liver resection on a patient on (B)(6) 2019, fired the vascular stapler, removed the stapler from the patient and placed the stapler on the back table. About a minute later, the patient started experiencing bleeding and expired. The caller/sales rep was initially in the room for the use of the stapler and left the room when the patient started coding. The doctor notified the alternate sales rep on (B)(6) 2019 that he felt the stapler was the cause of the patient death and wanted the stapler evaluated.